Event description:
Customer reported the insulin pump alarmed no delivery. Customer's blood glucose was 156 mg/dl. Customer reported the issues was resolved with a complete set change and was unable to troubleshoot for past event. Customer called back and reported the device had a blank display. Blood glucose was unknown. No physical damaged on the device. The device was not dropped, bumped, or exposed to moisture. Customer declined to provided what type of batteries she uses. Customer realized that she had new batteries and old batteries mixed in the bag. Customer inserted a new battery and display returned. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.